Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's pump exchange that occurred on (B)(6) 2018 was reported under manufacturer report number 2916596-2018-04733. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2018, the patient developed a bacterial infection in the mediastinum with wound dehiscence. The mediastinal incision was from a re-thoracotomy and a pump exchange on (B)(6) 2018. Surgical and drug therapy were performed. On 12nov2018, the bacterial infection in mediastinum was again reported.